Event description:
It was reported that during an inflatable penile prosthesis (ipp) cycle appointment, it was tried to squeeze the pump without success unsuccessfully. The patient has not been able to use the device due to the difficulty squeezing the pump. Attempts to reset the pump have been unsuccessful as well.